Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) leak in iab circuit alarm. No harm.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and multiple "leak in iab circuit" alarms recorded in the event logs. Unable to duplicate any failure with the iabp when exercised on a test catheter and patient simulator. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Returned to customer and cleared for clinical use.